Event description:
Meter name: one touch profile. Strip name: unknown. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: no symptoms. The patient reportedly was unable to test on the meter. The meter allegedly was not powering on. There was no result obtained from the meter. There was no result obtained from any other source. There was no comparison between the patient's meter and any other device. There was no treatment. No further information has been reported.